Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Stabbed nose crease [nasal injury]. Brush head came off in mouth [device breakage. Bit down on toothbrush [device use error]. Case description: consumer contacted via social media and stated that the brush head came off in his/her mouth when he/she was brushing. No serious injury was reported.